Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead is oversensing the atrial activity and inhibiting pacing. The patients heart rate at times will go below 30 bpm as a result. Programming changes were made to alleviate the issue. To date, there have been no adverse patient effects reported. Ooking at stored egms. Trying to decide between fib or flutter. In rv it looks like ra activity is being sensed, inhibiting pacing and causing rate to go below 30bpm (>3sec measured on egm). Approx 40ms after atrial complexes something is being picked up on rv lead. Programming options?